Event description:
A malfunction was reported, with the specific malfunction code ¿malf 0.¿ there was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided instructions to reset the pump, and assistance was given to the customer during the reset process. Follow-up actions were planned since the customer did not have the charger at the time of the call.